Event description:
The customer reported a false positive on the flu b target for the alinity m resp-4-plex assay. The customer reported that sample ID (sid) (B)(4) tested positive for the flu b target for the alinity m resp-4-plex assay on (B)(6) 2022. The patient was being screened for hospital admission, and was asymptomatic. The sample was retested on other lab platforms (genexpert, ausdiagnostics and inhouse pcr test), and the results were negative. The same patient had been tested previously on (B)(6) using the alinity m and the result was negative for all targets on the alinity m resp-4-plex assay. A second suspected false positive for the flu b target (sid (B)(4)) was reported on (B)(6) 2022. The cycle threshold (CT) value was 40 and was not confirmed on other platforms. The false positive results were not reported outside of the laboratory. There was no impact to patient management. This incident is being reported to FDA because the incident occurred in australia using the alinity m resp-4-plex assay, list number 9n79-90, which is the same/ similar to the alinity m resp-4-plex assay, list number 9n79-96, which received FDA eua approval.

Manufacturer narrative:
Elevated complaint investigation will be initiated. Lot, expiration, UDI, manufacture date and PMA number have been left blank as this MDR is being submitted on the basis that alinty m resp-4-plex amplification reagent kit (list 9n79-90) is similar to the alinity m resp-4-plex amplification reagent kit (list 9n79-96) sold in the united states. Ticket does not reference a us list 9n79-96 lot number.

Manufacturer narrative:
The elevated complaint investigation confirmed that this complaint is the same event identified in a nonconformance for an increase in weak/late rsv and/or flu b positives observed on specific lots of the alinity m resp-4-plex assay (list 09n79-090 and 09n79-096) resulting in false positive and negative control reactive samples. Technical product support testing indicates there has been an increase in false positive rate for the flu b and rsv targets, with several lots exceeding the product requirement of "for the negative panel members, 98% or greater of replicates shall report a negative result for flu a, flu b, rsv, and sars-cov-2 (negative rate greater than or equal to 98%)" per alinity m resp-4-plex assay product requirements for rsv and flu b. This study also demonstrates no significant impact to sars-cov-2 or flu a targets. For these specific lots of alinity m resp-4-plex assay (list 09n79-090 and 09n79-096), a product deficiency was identified. Additional quality control mitigations have been put in place to prevent reoccurrence. All subsequent lots of alinity m resp-4-plex amp kits are not impacted. Urgent field safety notice / field correction recall (fa-am-nov2022-283) was issued on november 22, 2022 to address this issue. This action was communicated to the FDA on november 22, 2022 (3005248192-11/22/22-006-r). The following mdrs were also reporte;d as related to fa-am-nov2022-283: 3005248192-2022-00709 follow up report 1 ; 3005248192-2022-00744 follow up report 1; 3005248192-2022-00765 follow up report 1 ; 3005248192-2022-00796 follow up report 1; 3005248192-2022-01095; 3005248192-2022-01096; 3005248192-2022-01097; 3005248192-2022-01098; 3005248192-2022-01099; 3005248192-2022-01100; 3005248192-2022-01101; 3005248192-2022-01102; 3005248192-2022-01103; 3005248192-2022-01104; 3005248192-2022-00716.